Manufacturer narrative:
(B)(4). Actual sample was returned for evaluation. Visual inspection found a piercing through which a glass shard protruded in the applicator bulb and a piercing in the butyrate tube was observed. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2015 and topical skin adhesive was used. The glass ampule of topical skin adhesive cracked and the glass piece came out. Additional information has been requested. There was no adverse consequence to the patient.